Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation:the pump has been returned and evaluated by product analysis on 05/15/2014 with the following findings: during investigation, the display screen was found to be dim, faded and discolored. The keypad was found to be intact; no damage was observed. Unrelated to the complaint, evaluation revealed that all of the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The keypad cover was removed and evidence of contamination was found under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.